Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) was not working. Although the device powered on, the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the liquid crystal display (lcd) was not working. The customer also stated that although the device powered on, the screen was blank. While the remote service engineer (rse) performed troubleshooting with the customer, the customer informed that the lcd screen was replaced with another device's lcd screen, and the device was operational. The rse informed the customer that the device had a first-generation lcd installed and recommended that the customer should upgrade to a second-generation lcd. The rse provided the customer with the part numbers and prices of the replacement lcd assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, socket screw, and ui assembly without navigation ring for repair. Per good faith effort (gfe) response, service and repair has been declined at this time. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.